Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed, an after inspection a crack in the pump connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed, an after inspection a crack in the pump connecting tube was found. The pump was replaced according to doctors' diagnosis. No patient complications were reported in relation to this event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. The pump tubing was cut to the pump block, and it was not returned for analysis. Wear from the input and output of kink resistant tubing (krt) was found on the outer surface of the pump bulb. The pump passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.